Manufacturer narrative:
(B)(6).

Event description:
It was alleged that the ambient megavac wand caused a burn on the patient.

Manufacturer narrative:
Visual evaluation under magnification showed moderate electrode wear with a significant amount of dried tissue present on the tip. There were scratch marks present on the cap and black shrink tube near the tip of the wand which is consistent with coming into contact with a hard object. Further visual evaluation found no manufacturing abnormalities with the returned device. The wand was connected to a compatible controller and activated in saline solution at the default and maximum settings on the controller in which the ablation and coagulation functions performed as intended. The suction line was tested and performed as intended. At no time during functional testing of the suction line did saline leak out from the port. The customer¿s complaint could not be verified nor could a root cause be determined with confidence as the returned wand functionally performed as intended. Factors unassociated with the design or manufacture of the device which could contribute to a dermal burn include: 1) inadequate flow and circulation of saline solution 2) use of pre-warmed saline 3) failure to attach the suction adapter to a vacuum source and maintain the recommended suction level 4) use of the suction lumen as the sole outflow pathway for irrigation 5) failure to appropriately isolate the suction line from patient contact. The IFU contains sufficient warnings and suggested precautionary measures detailing these factors. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.